Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the emergency lamp was faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for a hysteroscopy, spare lamp failure on the visera elite xenon light source. The procedure was completed using a similar device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, ¿flashing of the front panel due to emergency light failure" was confirmed. The event was determined to have been caused by the failure of the emergency light lamp (dq143300). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.